Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The hp stated that the supply bag fell off and the spike came out. The lot number is unknown therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's (B)(4) regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) display during dwell 4/8. The technical service representative (tsr) explained the alarm to the home patient (hp). The hp stated that she cycled power to the hc machine two times. The hp stated that the supply bag fell off and the spike came out. The tsr advised hp to call nurse in the next 24 hours and to inform nurse of what happened. The hp understood the explanations, cleared alarms would start over with new supplies, and agreed to call the nurse. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up phone call by (B)(4) to the nurse on (B)(6) 2010 regarding the alarm and the bag falling and disconnecting, it was confirmed that the hp did inform the nurse of what happened. Per nurse, the hp is doing fine and continuing therapy. The nurse stated that the hp did not have any injury or harm as a result of this incident. The nurse added that hp was not given antibiotics. The nurse confirmed that the hp did not report any defects on the supplies. The nurse did not know the lot numbers. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.